Event description:
It was reported that patient died due to acute respiratory failure, covid-19 and congestive heart failure. Patient death was not related to device malfunction and there was no device malfunction reported. No additional information is available.

Manufacturer narrative:
Our investigation is still in progress, follow up report will be submitted if we find any further additional information.

Manufacturer narrative:
There was no issue with adaptor blv/bis-10 reported. Its unknown when the adaptor is implanted. Customer did not provided the current status of the adaptor or correct implant date . The investigation was focused on a review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspection. The device was not returned for analysis.. There was no specific performance related failure reported by the user. No further investigation is required. No further follow-up is required. No corrective or preventive action resulted after investigation of this event. The event will be reevaluated if additional information becomes available. Oscor will continue to monitor this event type. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.